Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a force sensor bridge test. Per reporter they tried to calibrate but it's not taking calibration. There was no patient involvement.